Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-may-2024, it was reported that patient faced event of occlusion at infusion set site. The event occurred after 3 or more hours of insertion. The insertion site was at the thigh. No further information was available.